Event description:
It was reported by the patients' attorney as a result of a legal claim that allegedly after implantation of the accolade tmzf system the patient developed and experienced a variety of health issues. It is alleged that on (B)(6) 2013 "levels of cobalt were reported as 12.2." It is further alleged that the patient underwent revision of his left hip on (B)(6) 2013 because of the "hip pain and metal toxicity." During the revision surgery, the revising surgeon found "some galvanic corrosion between the femoral head and the taper stem" and "some backside wear and oxidation of the liner."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femoral head. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.